Event description:
Patient was found down in his room and his vad (ventricular assist device) was alarming; patient cable was unplugged from the power module. Medical personnel not clear on cable disconnection, lvad (left ventricular assist device) coordinator does not feel the cable locking mechanism is the best design. The device was used on patient intermittently over 2 days.